Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The response button covers were also missing. The cause for the failure was corroded response button contacts. The root cause for the corrosion was ingress of an unknown liquid due to the missing response button covers. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.